Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped the therapy, the screen was black, and the iabp gave a continues alarm tone. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped the therapy, the screen was black, and the iabp gave a continues alarm tone. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and no trouble was found. However, the fse opted to replaced the main board and performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.